Event description:
A nurse reported that during intraocular lens (iol) implant surgery, the "iol fell back". Unspecified surgical intervention was required. An unapproved viscoelastic was used during the surgical procedure. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. File info provided indicated the use of an approved cartridge/ handpiece combination. An unapproved viscoelastic was used. The product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire has not been received. (B)(4).